Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a patient specific implant (psi) procedure around the orbitals eye area, two (2) head screws broke. One of the two (2) screws was removed completely. However, the threaded portion of the other screw remained in the patient. The surgeon was able to complete the procedure with other screws that were available. There was about a ten to fifteen (10 to 15) minutes delay to remove and replace the broken screws. There was no patient harm. There are no x-rays. The sales consultant stated that this is all the information he has, but he will try to get additional information if possible. This is report 2 of 2 for (B)(4).